Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was that during an open unknown procedure, the tip of the 0037h took fire. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/3/2019. Investigation summary: received 1 each 0037h, unknown lot number. Customer reported; flame flash fire. No signs of charring/burn marks were observed on the pencil. Pencil was functionally tested and was found performing within specifications. The complaint is unconfirmed. The lot was not provided; therefore, the manufacturing records could not be reviewed.